Event description:
The customer alleged they received questionable (B)(6) antibodies to (B)(6) results for one patient on their e602 analyzer. The patient's (B)(6) result from the e602 analyzer was (B)(6) which was (B)(6). The customer stated the results could not be reproduced using the abbott architect method and the result was (B)(6) which was (B)(6). Because of the discrepancy, the customer retested a sample that was originally tested on (B)(6) 2013 with the abbott architect method and was (B)(6). On (B)(6) 2014, the sample was tested using the e602 analyzer and the (B)(6) result was (B)(6) which was (B)(6). The sample was then tested with the abbott architect and the result was (B)(6) which was (B)(6). Information on whether any of the results were reported outside the laboratory was requested but not provided. There were no adverse events. The (B)(4) reagent lot number was 17293300. The expiration date was requested but not provided. The two patient samples were returned for investigation. The samples were tested using the (B)(4) retention kit from lot number 172933 on a modular analytics e170 analyzer. The customer's positive results were reproduced. A specific reagent issue could not be identified.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The patient's sample was further investigated. Neutralization and recomblot both found positive results. The platelia rubg results were negative but clearly above the background level. The sample shows clear evidence of containing specific igg to rubella. The elecsys results were correctly positive.